Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Customer service arranged for replacement of the damaged charging supplies with a delivery estimate of two-day shipping.